Event description:
It was reported that the patient's pacemaker exhibited an inaccurate battery longevity until elective replacement indicator (eri). No intervention was performed. The patient was stable.

Event description:
Additional information received indicated that the patient's pacemaker was explanted and successfully replaced. The patient's status was unknown.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed by analysis. Final analysis did not find any anomalies.